Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 257 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.